Manufacturer narrative:
H6: investigation summary one unused primary set, model 11532269 lot 20125401, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the lower fitment. No other defects were observed. The customer's complaint that the tubing disconnected at the bottom of the silicone pump insert was verified. The expected retainer ring for this engagement was not received. A device history record review for model 11532269 lot number 20125401 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the silicon pumping segment. No indentation of the retainer ring could be observed at the end of the tubing. The potential root cause for the separation between the silicon tubing and fitment is that the machine operator did not verify if the sensors were working properly before starting. Since the production of this lot, a new policy has been implemented to help operators recognize if any sensors are not working.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation. The following information was provided by the initial reporter: material #: 11532269 batch/ lot #: 20125401 nurse was performing checks of IV line by gentle tugging at connection points, prior to priming tubing; found that tubing disconnected at the bottom of the silicone pump insert (right above the safety clamp).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation. The following information was provided by the initial reporter: material #: 11532269. Batch/ lot #: 20125401. Nurse was performing checks of IV line by gentle tugging at connection points, prior to priming tubing; found that tubing disconnected at the bottom of the silicone pump insert (right above the safety clamp).